Manufacturer narrative:
This complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow up report will be filed once the results have been completed.

Event description:
Customer reported that the device lost it¿s capability to suction and did not alarm to alert the nurse. It was also noted that there was no injury or adverse event to the patient.